Event description:
Reporter indicated the pt underwent generator replacement surgery for normal end of service. Once the new generator was implanted, system diagnostics showed high lead impedance. The new generator was tested and "was working fine." The physician did not have consent to replace the lead; therefore, the lead was not explanted. The physician plans to wait 6 months before possible revision surgery, as the pt's mother does not believe the pt needs vns therapy.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.